Event description:
It was reported that follow-up x-rays revealed a broken rod. No revision surgery has been reported. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.